Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a hypoglycemic event resulting in a seizure at approximately 12:30 pm. The user's bg had risen to 315 mg/dl before dropping rapidly to 39 mg/dl. Despite consuming fruit snacks, the hypoglycemia persisted, and ems was called. Glucagon was administered, and the user was transported to the ER, where they received IV treatment. Their bg was stabilized, and they were discharged a few hours later, around 4:00 pm. The user resumed ilet use after their release.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.